Event description:
New information received notes that the lead dislodgement was caused by patient's anatomy and was unable to be put back into the cs. No there were no electrical anomalies. There was no allegation of malfunction on the product. An epicardial lead was placed.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the left ventricular lead dislodged and was noted to be pulled back in the pocket. The lead was explanted and replaced. The patient was stable.